Event description:
It was reported that a dexcom g7 sensor did not pair with the ilet, resulting in no blood glucose values displaying on the ilet until troubleshooting was performed, including device restarts, re-entry of the pairing code, sensor mode toggling, and use of a magnet to initiate a warm-up, after which the sensor connected and functioned. Symptoms included no adverse clinical effects. Outcomes included no alerts or alarms and no impact on blood glucose. Investigation included customer support troubleshooting and education. Investigation of this case revealed that pairing initially failed but sensor communication resumed after the warm-up procedure, indicating a transient connectivity issue. It was concluded that the device functioned as expected after guidance and that no injury occurred.